Event description:
Customer complained about the insulin pump not functioning properly. Customer stated that she changed the battery and the next day she received an alarm and the device shut down. Customer stated that the insulin pump was not stored without a battery for an extended period. Customer also stated that she received a failed battery test when she put the battery back in. Customer is not using the recommended batteries. Customer stated that the device would not rewind properly. The battery inserted is new; customer did not receive a weak battery alert. Customer does not use the sensor feature and the insulin pump is not in vibrate mode. Blood glucose was 63 mg/dl; customer treated and it went up to 267 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify display history alarm, failed battery test alarm, low battery alarm and off no power alarm due to blank display. Insulin pump had minor scratches on display window and cracked reservoir tube lip.